Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera 3000 hepatic artery infusion pump instruction for use (IFU) states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." Therefore, the patient needs to attend their scheduled refills to prevent the pump running dry. Therefore, the cause is traced to use error.

Event description:
Intera oncology received a call from a physician that the pump was dry during a refill on (B)(6) 2025. The patient had missed the appointment 2 weeks ago and came to the clinic (on (B)(6) 2025), 4 weeks post op. The pump was dry. The infusion site injected 5ml into the pump and got 5ml back. Then the surgeon flushed the bolus pathway with low dose hep/saline without resistance. The infusion suite filled the pump with 30ml of high dose hep/saline. The patient was schedule to return in 2 weeks. On january 15, 2026, the medical oncologist replied to our previous communication. The physician confirmed that the patient did not experience an adverse reaction and the patient resume floxuridine treatment on (B)(6) 2026.